Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the following led to the malfunction: ·since leakage from channel and trace of water invasion of the subject device were confirmed, it was possible that image sensor/ electronic components such as circuit board inside scope connector corroded/broke and the suggested event occurred. ·as a cause of leakage from the channel, it is presumed that the channel was damaged by forcible handling/passage of endo therapy accessories but could not determine it. ·in addition, dent on insertion section was confirmed. Therefore, it is presumed that internal elements were pressed by some external stress and charged coupled device cable was broken. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope was leaking at the distal tip. The issue was observed during reprocessing after a diagnostic (endoscopy) procedure. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found e315 error with no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device evaluation found the reported issue in b5 (e315 error) was due to heavy fluid invasion and corrosion at the scope connector and body control unit. In addition to the findings in b5 the device evaluation found the following: the dunk test failed and was unable to tape the leak, the distal end plastic cover had a chip, cracks, and scratches, the bending section had scratches, the advanced diagnostics was removed, the bending section had a chip and was lifting, the forceps passage biopsy channel was leaking due to severe tear marks inside and a kink, the brush passage had a restriction, the bending section failed the electrical current test at ol ohms, however, the charged coupled device shrink tube had no damage, the insertion tube had scratches and a heavy dent underneath the boot, the control body had corrosion and fluid wet inside, and the scope connector had corrosion and was wet inside. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.